Event description:
The pt was reportedly implanted with a pelvisoft and an unspecified surgisis graft on 05 (B)(6) 2007, at (B)(6) by (B)(6) m. D. To treat her pelvic organ prolapse and/or stress urinary incontinence. The pt and her attorney have alleged that as a result of these products being implanted in the patient, the pt has experienced pain, injury and has undergone medical treatment. In addition to the pelvilace and unspecified surgisis graft, the pt also was implanted with a coloplast sling mesh y-shaped on (B)(6) 2012, at (B)(6) by (B)(6), m.d.

Manufacturer narrative:
Conclusions code: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified surgisis graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained a follow-up MDR will be filed.